Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the needle punctured the distal portion of the green sheath and was leaking during an endobronchial ultrasound procedure involving an olympus single use aspiration needle. There was no patient injury reported.